Event description:
It was reported that during a neurovascular flow diversion procedure involving the pipeline vantage with shield technology, the middle part of the stent was not deployed. The stent was opened to the far side, and the procedure was performed twice, but the middle part remained unopened. The proximal and middle sections of the pipeline did not open, and the device was positioned in a bend at the middle part. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times and was subsequently removed from the patient along with the microcatheter. There were no additional steps or other devices required to open the pipeline. The aneurysm was located in the proximal internal carotid artery, unruptured, with a fusiform morphology, a maximum diameter of 6 millimeters, and a neck diameter of 30 millimeters. The landing zone artery size was 5.25 millimeters distally and 5.50 millimeters proximally, with moderate vessel tortuosity. The angiographic result post-procedure indicated that another stent was well implanted. The pipeline was replaced by a medtronic product. Ancillary devices include: neuronmax sheath, sofia guide catheter, phenom 27 microcatheter, and synchro guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that it was believed there was an error in the stent because the other implanted stent was sent from the same phenom 27 and there was no problem. The stent was not open in the middle part and the back part was completely closed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pipeline vantage device was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline vantage tip coil was observed to be in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker or with the proximal bumper. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. The braid¿s distal end was opened and frayed, while the proximal end was not opened and damaged. The middle part of the braid was fully opened without damage. No defects were found on the pushwire, and no other anomalies were noted. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ complaint was not confirmed, as the returned pipeline vantage braid¿s middle part was fully opened without damage. However, the customer¿s ¿failure/incomplete to open at proximal¿ complaint was confirmed, as the braid¿s proximal end was not opened and was damaged. The root cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported moderate vessel tortuosity, ruling out vessel tortuosity as a possible cause. Therefore, the user deploying the braid and a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploy ing/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.